Event description:
The consumer reported a 3rd degree burn as a result of using conair heating pad model hp15b. She had been using the heating pad for about 10 days to treat a pulled muscle on her lower back and developed a blister and saw a burn hole in the heating pad.

Manufacturer narrative:
Consumer mis-use was the cause of the incident. The failure was due to using the heating pad while folded. Upon visual inspection, the hole did not go through the entire pad and was only located on the exterior surface exactly on the fold. Folding heating the pad can create a section hotter than normal as the thermostats cannot control that spot. As stated in the ib, heating pads are not to be used in a folded condition. They are to lay flat on top of the area to be treated. The heating pad worked on receipt and passed all temperature, hi-pot (2500v) and leakage current tests, assuring the insulation did not break down to cause a short or other electrical malfunction. We also noticed that the heating wires did not discolor indicating that the unit did not overheat due to construction issues.